Event description:
Overdelivery reported: the pump was programmed to infuse 250.0ml fentanyl/ropivacaine 0.05% in the epidural continuous mode of delivery at 10.0ml/hr. It was reported that the bag emptied sooner than anticipated based on total volume and rate of delivery. There was no pt harm reported. Though requested, there was no add'l info available.